Event description:
It was reported that a surgeon was performed a spinal procedure on an accident trauma pt. The procedure was a lumbar fixation with a spinal cage involving the removal of a damaged vertebrae and placement of the spinal cage in its place. Surgeon indicated he was unable to visualize the vertebrae edges clearly on the monitor from a distance when placing the cage. The cage was placed in the wrong region. When the pt awoke from sedation it was observed that there was no movement in both of the pt's legs. It is unk at the time if the paralysis is temp or permanent in nature.

Manufacturer narrative:
Pt data requested but facility has not provided this info as of the date of this report. Also, ge healthcare surgery's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.